Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted, the outer tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that at the implant procedure, the lead was blocked into a lead introducer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.